Event description:
A display issue was reported with the adc device. Customer reported their adc device "turns on and off constantly," and as a result, the user was unable to obtain readings. The customer experienced a loss of consciousness and required third party treatment of sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the reader and no issues were observed. Reader did not turn on with button, strip, or usb cable insertion. Reader was connected to pc and was unable to be recognized. Bnp-1 issue was created as reader did not turn on. Reader was de-cased and visual inspection was performed on pcba (printed circuit board assembly). Liquid contamination was observed. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display issue was reported with the adc device. Customer reported their adc device "turns on and off constantly," and as a result, the user was unable to obtain readings. The customer experienced a loss of consciousness and required third party treatment of sugar. There was no report of death or permanent injury associated with this event.